Manufacturer narrative:
If significant info is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report. Ref MFR reports # 2936999-2011-00712.

Event description:
It was reported that the cuff of the endotracheal tube was not inflated while in use. Pt was reintubated.